Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, some mild erosion of the right ventricular (rv) lead coil was noted. The area was patched with silicone with no evidence of impedance change. The lead remains in use. No patient complications have been reported as a result of this event.